Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set-push. The wire guide was advanced through the trocar and into the stomach. The snare was advanced through the endoscope and used to grasp the end of the wire guide. The snare and endoscope were used to pull the wire guide through the stomach and esophagus, eventually exiting the pt's mouth. The snare and endoscope were withdrawn, leaving the wire guide in place through both the pt's gastrostomy site and mouth. The physician began advancing the gastrostomy tube over the wire guide's end that is near the pt's mouth. The wire guide began to unravel while remaining outside the pt. The unraveled end was cut off outside the pt and the gastrostomy tube was successfully advanced over the wire guide and into position. Despite unraveling of the wire guide, gastrostomy tube placement was successful. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: the wire guide was returned for eval on (B)(4) 2009. The wire guide has been returned to our approved wire guide supplier for an eval of the returned product. A f/u MDR will be submitted to provide the product eval details when complete. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve months complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Unraveling of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position, this could contribute to the reported wire guide damage. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set-push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of outcome. Based on this report, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.